Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during interrogation of pulse generator, the programmer exhibited an error message that read "this operation could not be completed. Data formatting failed. To prevent in the future, please always end the device session by pressing "end session." Another programmer was used with the same error message continued and the problem was not resolved. It was also noted that the pulse generator was re-interrogated and the session ended normally however the same error message persisted. No patient symptoms were noted.